Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user received a cartridge alarm 25 shortly after removing the cartridge. The user declined to troubleshoot the issue. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the user received a cartridge alarm 25 shortly after removing the cartridge. However, it was unable to be verified if the cartridge was removed during pumping. The user declined to troubleshoot the issue. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.